Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Based on the information received, the perceived root cause of the annular rupture was related to the patient's bicuspid sievers 0 and calcified valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from our affiliates in brazil, this was a case with a 23mm sapien 3 ultra valve in aortic position. During the procedure, the valve was implanted in the intended position. Hemodynamic evaluation was performed after valve implant and moderate paravalvular leak and high mean gradient were noted. Post-dilatation was done to minimize hemodynamic parameters. After post-dilatation with the non-edwards 22mm balloon, cardiac tamponade followed by pericardial effusion was confirmed by the echo, suggesting annular rupture. A chest puncture was performed, and effusion was drained. Patient was stable without the need for vasoactive drugs. The patient presented an increase in the output of the pericardial effusion. The team opted for a conventional surgical approach to repair the annular rupture. The patient had symptoms of dyspnea. Patient passed away two days post-procedure. As per medical opinion, the perceived root cause of the annular rupture was related to bicuspid sievers 0 and calcified valve.